Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longevity calculation not as expected. The device was explanted and was returned to the laboratory for analysis. Analysis determined that the device exhibited and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longevity calculation not as expected. The device was explanted and was returned to the laboratory for analysis. Analysis determined that the device exhibited and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the battery run down curve is consistent with normal depletion devices, i.e. Not like tr12009, tr11011 or signs of intermittency or erratic behavior. Normal battery run down was noted without any other symptoms, i.e. Alerts, faults, no telemetry, etc. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.